Manufacturer narrative:
Date event was approximated to be (B)(6) 2019 as no specific event date was reported. The complainant was unable to provide the suspect device upn and lot#; therefore, the lot expiration and manufacturer dates are unknown. (B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be file.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary fully covered rmv stent had been implanted in the ampula during a procedure performed on an unknown date. According to the complainant, on an unknown date, the stent was scheduled for stent removal procedure per protocol. During the stent removal procedure, the stent loop wire broke at one end making it difficult to remove the stent from the patient. Reportedly, the stent was successfully removed with a rat tooth forceps. There were no patient complications reported as a result of this event.